Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized in 2007 due to an incident of hypoglycemia. Patient had issues that started on tuesday, may 15th in the evening when her mother placed her to bed with a blood glucose of 126 mg/dl with 15gm carb snack. The reporter states that the following day at 0130, she heard patient screaming, and found her unresponsive. Father dialed 911 and mother attempted to give the patient juice, cake frosting and then finally a glucagon injection. Blood glucose was 61 per flash meter and patient still was unresponsive. Patient was transported to a local hospital. At the hospital, the patient did have a cat scan to rule out encephalitis. Patient uses a unomedical infusion set which was last changed at the same day 1600. Last insulin cartridge change was two days earlier. Patient is using novolog in her pump. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.